Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced a recurrence of the hernia and adhesions were found to the intra-abdominal wall, which were removed. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/10/2019. Corrected information: manufacturing site name.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending was due to mechanical forces applied during the surgery. Further inspection showed the ligature marks approx. 23 cm distal to the is-1 connector pin. In that region deformations of the outer conductor coil were observed which resulted most likely from a tight suture. In this area, cuts in the insulation were found which occurred most likely during the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported out of range impedance measurements. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.